Manufacturer narrative:
Device evaluation summary: device evaluation summary: test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all full-functional testing. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some surface scuffing. The battery's voltage was tested and confirmed to be depleted. The battery was confirmed to be depleted at the time of explant, though no root cause of the early battery depletion has been identified. This issue was discovered during an MDR remediation project.

Event description:
Envoy medical was notified of a sound processor replacement due to battery depletion. This particular sound processor was implanted for 2.6 years, which is less than the expected worst case battery life for normal operation of 2.8 years. Clinical history: (B)(6) 2011 - original implant by dr. (B)(6). (B)(6) 2012 - activation, (B)(6) 2012 - fitting, (B)(6) 2012 - fitting, (B)(6) 2014 - early battery change. Review of case shows rar completed for associated return confirms vbat=2.18 v; 951 days, 2.61 yrs; confirmed early battery depletion.